Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). Patient ID not provided. Patient's age was not provided. Patient's gender was not provided. Patient's weight was not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the transfer carrier was very difficult to remove from the implant. Dr was able to remove it from the implant, however he felt the internal threads of the implant could have been damaged. Dr chose to place another implant at the site.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Product evaluation: one tapered screw-vent implant (tsvtwb10) and mount were returned for investigation. Visual evaluation of the as returned products identified that mount was disengaged from implant and there was bone residue around the external threads due to usage. Additionally, the implant drive feature had no evidence of damage. Functional testing was performed. Mount and implant were able to assemble and disassemble as normal. No pre-existing conditions were noted on the per. The reported devices were being placed on an unknown tooth location when the incident occurred. Per the applicable IFU, it is stated that improper techniques may cause device failure. DHR review: DHR review for the lot (1220428) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the lot (1220428) for similar events and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported events were unconfirmed. Sections updated: b4: date of this report. G3: date pce/investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10: manufacturer's narrative.